Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the defibrillation event.

Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2019 while wearing the lifevest. The patient was at home at the time of passing. It was reported that the ems was called, the patient was unconscious and CPR was initiated. Per clinical review downloaded ECG data, the lifevest delivered an appropriate treatment while the patient was in ventricular tachycardia at 160 bpm at 12:04:41. The post shock rhythm was vt at 180 bpm with CPR/motion artifact. The electrode belt was disconnected at 12:05:57 while the patient was in vt at 150 bpm with CPR/motion artifact. CPR/motion artifact and vt at the treatment threshold (150 bpm) prevented the lifevest from treating the patient prior to the electrode belt being disconnected. Ems transported the patient to the hospital and the patient later passed away on the afternoon of (B)(6) 2019.